Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was pulled out. Reportedly, the customer replaced cartridge. Customer's blood glucose level was 420 mg/dl.